Event description:
It was reported that the patient received eight shocks in the morning and felt shortness of breath. One shock for supra ventricular tachycardia (svt) verse ventricular tachycardia (vt)/ventricular fibrillation (vf) was possibly inappropriate; it could not be determined. The device remains in use. No further patient complications have been reported as a result of this event.